Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient suffered a cardiac tamponade when the right atrial (ra) lead perforated the atrium post implant. The lead had placement difficulty, high thresholds and undersensing. The lead was revised and repositioned remaining in use. No further patient complications have been reported as a result of this event.